Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed and without a confirm failure mode, a definitive cause for the reported clip opening while establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ a clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed, but failed. Therefore, the cds was removed with the clip attached. It was noted that although the lock hold was relaxed during preparation, the clip did not open while locked. The procedure was aborted. No clips were implanted, and mr is 4+. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.